Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the motion batteries were not properly holding a charge, therefore the motion batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure, while transporting the unit a long distance within the hospital, the site received a critical battery error and the system lost power. There was no patient present.